Manufacturer narrative:
The complaint on the 011-cl4140 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13808538 was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a transfer set, pur amber, bag spike, chemolock port¿ spiros¿ experienced a no flow of medication during use with a patient. The initial reporter stated that the medication was prepared and passed through the port of the device without any problem. At the day hospital, the device was connected to an unspecified device reference 12193 and, when they opened the clamp to administer it via the pump equipment, the medication did not come down and could not be infused. The medication was returned to the pharmacy where it was found that the set was not working, and the extension cable was changed. The sample is contaminated or contains some biohazard or chemotherapeutic agent, and it was not reprocessed or re-sterilized prior to use and was discarded. Cytostatic medication was used with the product. The event occurred during patient use, there was a delay in therapy. The patient and nursing staff were not exposed to the medication. The extension cable was returned to the pharmacy to be changed. The medication used during the event was oxaliplatin. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.